Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide tube wrinkled, angle play due to stretched angle wires, and e315 error-scope/error electrical continuity error occurs due to water invasion in the scope connector. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera elite colonovideoscope exhibiting scope error e315. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that water invaded the scope connector, electrical components were broken, and an error message was displayed during user handling of the device. Leakage was not confirmed during the leakage test. The root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¿inspection of the endoscopic image.¿ ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.